Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom.

Event description:
Clinic reported a patient who developed an open wound on left axilla about 11 days post miradry treatment. Prior to the wound, the left axilla was stiff, sore, and bruised. Antibiotics for 10 days were prescribed. The patient was referred to a general practitioner for further treatment. By 16 days post-treatment, the wound healed.

Manufacturer narrative:
Outcomes attributed to adverse event: life-threatening was inadvertently selected. This adverse event only "required intervention to prevent permanent impairment/damage."

Event description:
Clinic reported a patient who developed an open wound on left axilla about 11 days post miradry treatment. Prior to the wound, the left axilla was stiff, sore, and bruised. Antibiotics for 10 days were prescribed. The patient was referred to a general practitioner for further treatment. By 16 days post-treatment, the wound healed.